Manufacturer narrative:
A beckman coulter field service engineer was not dispatched for this event. Quality control (qc) run prior to the reported issue were within assay range and the instrument is currently performing within qc specification. Analysis of raw data files from the instrument was conducted. The raw data file provided has 34% blasts according to the manual count. The algorithm did not set any suspect flags. The histograms show abnormal looking patterns, especially the lymphocyte and monocyte populations. But, the degree of abnormality was not significant enough for the algorithm to set blast or other suspect flags. Evaluation of product labeling: per dxh800, software rev. 2.0 / dxh600 rev 1.0 IFU. Pn b16421 beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, decision rules. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. This MDR is related to another MDR for the same patient sample, similar event on another unicel dxh 800 coulter cellular analysis system: MDR 1061932-2014-01023.

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system did not generate a flag for the presence of immature blast cells for one patient sample. The presence of blast cells was identified on examination of a manual blood smear when the customer performed a manual differential. There was no death, injury, or change to patient treatment attributed to or connected with this event and no erroneous results were reported out of the laboratory.